Manufacturer narrative:
The insulin pump was received with no motor error alarm and the motor passed the motor test. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement tests. The insulin pump has minor scratched lcd window and cracked case near the display window corners.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 22.0 mmol/l. The caller stated that this was the second occurrence of a motor error alarm on the same day. The caller advised that the high blood glucose was treated with manual injection. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.